Event description:
It was reported that insulin gauge on pump displayed amount different than expected, showing a fill estimate of 90 units when caller expected 150 units. There was no reported impact to the customer¿s blood glucose level. Caller confirmed using room temperature insulin, did not reuse or overfill cartridge, and had already removed air, then reloaded same cartridge with assistance from technical support but declined test bolus and chose to continue monitoring and follow up if needed.